Event description:
It has been reported that the md found it difficult to thread the PICC (peripherally inserted central catheter) over the spring wire guide (swg) and through the sheath into the patient's right arm. At this time, the md did not know where the problem was so the first thing they did was place a peripheral IV and inject contrast for a CT scan. Once determined that the swg was not kinked, the md opened a new PICC kit with swg and sheath introducer. While keeping the first introducer in place the md successfully placed the line; however, the md was concerned because he had to unnecessarily inject the patient with contrast to determine cause. There was no reported patient death or injury. There were no reported patient complications. The patient outcome is listed as "catheter successfully placed."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.